Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient reported the following post procedure: vaginal pain on the right side on (B)(6) 2007; lower left quadrant pain for which the patient was prescribed ciprofloxacin, zithromax and anapox on (B)(6) 2007; incontinence for which ditropan was prescribed on (B)(6) 2007; no complications noted on (B)(6) 2008, and no complications were documented during an annual physical exam on (B)(6) 2010. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.